Event description:
On (B)(4) 2013, the lay user/patient's friend and/or relative contacted lifescan alleging that the patient's onetouch verioiq meter had displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the alleged error message began to appear on (B)(4) 2013. The cca was told that the patient did not take any medications to manage his diabetes. The reporter stated that the patient felt dizzy approximately 2 weeks after the alleged meter issue stared; however, denied that the patient received medical treatment. At the time of troubleshooting, the reporter declined to troubleshoot the subject meter. The alleged meter issue remained unresolved. Replacement products were sent to the patient. There is no indication that the subject meter caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia nor receive medical treatment for such conditions after the alleged meter issue started. However, this complaint is being reported because the alleged meter issue remained unresolved at the time of troubleshooting.